Event description:
It was reported that on (B)(6) 2015, the expected residual volume (erv) was 3.1ml but the actual residual volume (arv) 13.0ml. No patient side effects or adverse events were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that, on (B)(6) 2016, the actual residual volume (arv) was outside the expected residual volume (erv) on the accuracy chart. The erv was 2.3 ml and the arv was 13.0 ml. The site confirmed the patient had no symptoms. It was further specified that the amount withdrawn from the pump was outside the safety range on the rate accuracy chart. No actions were taken. No patient symptoms were reported.

Event description:
Additional information was received that on (B)(6) 2016 the actual volume was outside the expected volume on the accuracy chart for the 54 month visit. The expected volume was 2.3ml and the actual volume removed was 14.0ml. It was confirmed that no patient symptoms were reported and the dose increased. The amount of remodulin received from the pump was over the expected range and outside the safety range.

Event description:
Additional information was received on (B)(6) 2015 that during pump refill the erv was 5.6ml while the arv was 15ml. There was no evidence of patient symptoms at this time. No actions were taken.

Event description:
During a 2015-(B)(6) refill, the pump reservoir was expected to contain 8.1ml of drug but was found to contain 17.0ml. At the time of report, there had been no new adverse events that were known. The device system was being used to deliver remodulin. There were no known interventions performed and no outcome was reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicated the actual volume was outside the expected volume on the accuracy chart for ¿35 unscheduled visit.¿ the expected volume was 7.4ml and the actual volume removed was 17.0ml. The patient had no symptoms reported and no action was taken.

Event description:
Additional information was received indicated the actual volume was outside the expected volume on the accuracy chart for ¿35 unscheduled visit.¿ the expected volume was noted as 71.3ml and the actual volume removed was 13.5ml. The patient had no symptoms reported and no action was taken.

Event description:
Additional information received indicated the actual volume was outside the expected volume on the accuracy chart for ¿37 unscheduled visit.¿ the expected volume was noted as 4.5ml and the actual volume removed was 16.5ml. No action was taken.

Event description:
Additional information was received that, on (B)(6) 2016, the actual residual volume (arv) was outside the expected residual volume (erv) on the accuracy chart. The erv was 7.3ml and the arv was 16.5ml. There were no patient symptoms. No actions were taken.

Event description:
The volume discrepancy reported on 16-oct-2015 occurred on (B)(6)-2015.

Event description:
An update regarding the volume discrepancies was received 16-oct-2015 and it was reported that the actual volume was outside the expected volume on the accuracy chart. The expected volume was 4 ml; the actual volume removed was 14 ml. There was no evidence of any associated clinical symptoms (no adverse events reported).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the actual volume was outside the expected volume on the accuracy chart for ¿(B)(6) unscheduled visit.¿ the expected volume was noted as 7.4ml and the actual volume removed was 17.0ml. No action was taken and no reported symptoms.

Event description:
Additional information received indicated the actual volume was outside the expected volume on the accuracy chart for ¿39th unscheduled visit.¿ the expected volume was noted as 4.5 ml and the actual volume removed was 15.5 ml. No action was taken and no reported symptoms. It was noted the amount of remodulin returned was outside the expected amount on the accuracy chart. No modifications were made.

Event description:
Additional information received indicated the actual volume was outside the expected volume on the accuracy chart for 40th unscheduled visit. The expected volume was noted as 4.5 ml and the actual volume removed was 16.5 ml. No action was taken and no reported symptoms. It was noted the amount of remodulin returned was over the expected amount on the accuracy chart. No modifications were made.

Event description:
Additional information was received that, on (B)(6) 2016, the actual residual volume (arv) was outside the expected residual volume (erv) on the accuracy chart. The erv was 9.1 ml and the arv was 18.5 ml. It was noted the amount of remodulin returned from the pump was outside the expected safety range of the dose expected. No symptoms were reported, dose increased. No actions were taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the actual volume was outside the expected volume accuracy chart for the 66 month visit. The expected volume was 5.6 ml and the actual volume removed was 15.0ml. The site confirmed the subject had no action taken and no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the actual volume was outside the expected volume accuracy chart for the 66 month visit. The expected volume was 3.4 ml and the actual volume removed was 16.0 ml. The site confirmed the subject had no action taken, no symptoms reported. It was noted the amount of remodulin received was outside the expected amount.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the actual volume was outside the expected volume accuracy chart for the 44 month visit. The expected volume was 4.4 ml and the actual volume removed was 17.0 ml. The site confirmed the subject had no action taken, no symptoms reported. It was noted the amount of remodulin received was outside the expected amount. This was at an office visit on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated more remodulin was returned than expected according to the graph on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the actual volume was outside the expected volume accuracy chart. The expected volume was 1.3 ml and the actual volume removed was 15.0 ml. The site confirmed the subject had no action taken, no symptoms reported. It was noted more remodulin was returned from the pump than expected on the graph. No symptoms reported and no changes made.